Event description:
It was reported that a pump failed the downstream occlusion test. The customer stated that the pump alarmed for a downstream occlusion after the acceptable pressure limit was reached. There was no patient involvement.

Manufacturer narrative:
(B)(4). A return authorization has been issued for the device, but the pump has not been returned to baxter. If the device is rec'd, it will be evaluated, and a supplemental report will be submitted.